Manufacturer narrative:
(B)(4). Batch # n93d6g. Investigation summary: the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. In addition it also it was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm during functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage are external contact with hard surfaces during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an right hepatectomy procedure that the both devices received error codes of remove from patient code, clean device code, activate the device with jaws open code and then the replace instrument code. A third harmonic device was used to complete the procedure.